Manufacturer narrative:
At this time no conclusion can be made. The attorney alleges removal of the device adhesions to the small bowel, and lysis of adhesions . Adhesions are a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent repair of a ventral hernia. It is alleged that a bard/davol composix e/x mesh, reference number 0123460, lot number 43jpd517 was implanted in the patient during this repair. On (B)(6) 2016: the patient underwent surgery to remove the bard/davol composix e/x. Upon inspection, the surgeon noted "multiple loops of small bowel were adhered densely to the perumbilical mesh..." The surgeon performed extensive lysis and was only able to remove 80% of the mesh from the intestine. It is alleged that the doctor was forced to leave "a small remnant of the mesh." The bard/davol composix e/x is defective. It is alleged that the bard/davol composix e/x implanted in the patient failed to reasonably perform as intended, and caused serious injury and had to be surgically repaired and removed, once in the patient's body, and is likely going to need to be further removed via invasive surgery. As alleged, the product necessitates additional invasive surgery to repair the hernia that the bard/davol composix e/x was initially implanted to treat. It is alleged that the patient was caused to suffer severe personal injuries, and pain and suffering.